Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that she had clogged tubing. The customer¿s blood glucose level was 337 mg/dl at the time of incident. The customer changed entire set however she said it was not helpful. The customer treated herself with manual injection for high blood glucose level. The insulin pump will not be returned for analysis.